Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05112. It was reported that coronary perforation occurred. The 75%-90% stenosed target lesion was located on the proximal to distal left circumflex artery (lcx). A 2.00 mm and 1.5 mm rotalink¿ plus were selected for treatment. During procedure, intravenous ultrasound was performed; however, the catheter was unable to cross the lesion. Ablation was then performed with a 2.00 mm burr from the left main trunk (lmt) to the left anterior descending (lad) artery. Subsequently, rotablation was then performed with a 1.5 mm burr from the proximal to distal lcx. However, perforation of the coronary artery was observed upon imaging. Balloon hemostasis was tried to perform in the perforated area, but it was unable to stop the bleeding. A 3.0 perfusion balloon was inflated in the lmt -lad which successfully stopped the bleeding. In addition, two 8fr catheter were inserted through the left femoral artery and vein respectively as double guide. A 2.8 x 16 covered stent was inserted; however, the device failed to cross near the area of lcx, thus a guide extension catheter was used to facilitate insertion of the covered stent . After the covered stent was crossed and was placed in the perforated area, the bleeding continued from the distal portion of the covered stent . A 2.5 balloon was then placed near the lcx to stop the bleeding and another covered stent was advanced. However, the device was caught by the guide extension catheter and the covered stent became separated. The same issue occurred with the third covered stent . The guide extension catheter was replaced with a guidezilla guide extension catheter and a fourth covered stent was crossed and placed in the distal of the first covered stent . The procedure was completed after confirming that there was no leak of contrast media occurred. No further patient complications occurred.